Event description:
The customer reported that the system had a cine disk error and would not function in cine mode. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was re-formatted during the service call. The system was tested and found to be working as intended and put back into service.